Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that one of our surgeons was using cautery on a case when a piece of the tip of the cautery needle electrode broke off and sparked onto a sponge catching it on fire. It was taken off the field by the surgical technician and placed in saline. There were no injuries.

Event description:
It was reported that one of our surgeons was using cautery on a case when a piece of the tip of the cautery needle electrode broke off and sparked onto a sponge catching it on fire. It was taken off the field by the surgical technician and placed in saline. There were no injuries.

Manufacturer narrative:
Qn#(B)(4). Device history record was reviewed for notifications pertaining to incoming inspection, stock checks, and product returns. No concerns were noted with reference to 809317. (1) sample of 809317 was received for evaluation. A burn pattern was noted at the distal tip. No other visual concerns were noted. The needle in question is a monopolar device. Electrical arcing that would cause fire is only possible if the output is shorted to ground. This is the result of a user error. If the needle tip had broken off prior to the fire- it would no longer have the electrical potential to start a fire. (1) sample of 809317 was received for evaluation. A burn pattern was noted at the distal tip. No other visual concerns were noted. A dimensional inspection was not required as part of this investigation. A functional inspection was not required as part of this investigation. No confirmed complaints were received in this range with the same issue. Sap was reviewed for notifications pertaining to incoming inspection, stock checks, and product returns. No concerns were noted with reference to 809317. The needle in question is a monopolar device. Electrical arcing that would cause fire is only possible if the output is shorted to ground. This is the result of a user error. If the needle tip had broken off prior to the fire- it would no longer have the electrical potential to start a fire. This is not the result of a material defect.